Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call no delivery alarm and low blood glucose. Customer's blood glucose level was 25 mg/dl. Customer treated their low blood glucose with. Customer was advised to change the set and reservoir in order to troubleshoot. Customer advised they did not feel well.